Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient reported that the infusion set's tubing did not lock on the host as it came apart. No further information available.